Event description:
It was reported that bd eclipse¿ needles are breaking. This was discovered before use. The following information was provided by the initial reporter: material no. 305796 batch no. 8222042 it was reported the safety slide of the needles are breaking off at the base of the device.

Manufacturer narrative:
Investigation summary: a device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. 1 photo was returned for investigation. There were two eclipse product in the photos and observed safety shield is detached from the hub for one of the eclipse product. The complaint is unconfirmed as actual sample was not returned for evaluation. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needles are breaking. This was discovered before use. The following information was provided by the initial reporter: material no. 305796, batch no. 8222042. It was reported the safety slide of the needles are breaking off at the base of the device.